Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 55 mg/dl at the time of the incident and treated with food. The customer stated that the drive support cap was sticking out and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to monitor the insulin pump. The insulin pump is not expected to return for analysis.